Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of more than 600mg/dl. Troubleshooting was performed. It was stated that the customer's glucose started to rise after an infusion set change. It was stated that the customer noticed from last infusion set that the cannula was kinked. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.